Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported experiencing a speaker problem at the information center ix. No patient harm was reported.